Event description:
The pt reported that while trying to place a new cartridge into her infusion device, insulin began squirting out of the tip. The pt attempted to remove her cartridge and accidentally pulled the insulin cartridge out instead of twisting it to remove it. She reported that insulin leaked inside of the cartridge compartment. The pt placed the infusion device upside down and allowed the cartridge compartment to dry out. The pt was able to reinsert an insulin cartridge and begin to use the infusion device. The pt did not report any effect on her blood glucose values. The pt did not report requiring any medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.